Event description:
Philips received a complaint on a intellivue mp60 indicating inaccurate ECG report. The device was not in clinical use at time of event; no adverse event was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.